Event description:
Clinic notes dated (B)(6) 2014 indicate that the patient was experiencing daily seizures of unknown trigger. The patient's dilantin dosage was increased. The vns was interrogated and diagnostics performed, no changes were made. Clinic notes dated (B)(6) 2014 indicated that the patient was experiencing daily seizures, with no clear triggers except possible insomnia. It was noted that the patient was tolerating vns. Clinic notes dated (B)(6) 2015 note that the patient's seizures are essentially unchanged and the end of battery indicator was positive. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2015 due to a near end of service condition of the device. The explanted generator has not been returned to date.

Manufacturer narrative:
.